Manufacturer narrative:
Investigation results indicate that the markings on the mount of the returned blade suggest that the handpiece was pushed forward while the blade was in use. The impaction marks on the edge of the blade coupled with the worn down teeth suggest that the blade came into contact with metal while cutting. These factors could have contributed to the blade breaking. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The associated devices IFU's state that the device and associated handpieces are "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures." The quality investigation is complete.

Event description:
It was reported that during a total knee arthroplasty procedure, the blade broke at the mount. It was also reported that there was a ten minute delay and there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee arthroplasty procedure, the blade broke at the mount. It was also reported that there was a ten minute delay and there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.